Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching events. The controller ((B)(4)) and eight batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the power switching issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed that the controller ((B)(4)) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. The reported event was confirmed via review of data log files, which revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. (B)(4) is investigating momentary discon nections. Additional products: 1650de/ (B)(4). 1650de/ (B)(4). Additional products: 1650de/ (B)(4). Additional products: 1650de/ (B)(4). Additional products: 1650de/ (B)(4). Additional products: 1650de/ (B)(4). Additional products: 1650de/ (B)(4). Additional products: 1650de/ (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: bat221596 - battery / catalog number 1650de / expiration date: 08/31/2017. UDI #: unk. Device available for eval: yes, 03/29/2017. No, device evaluation anticipated, but not yet begun. (B)(4). Bat220682 - battery / catalog number 1650de / expiration date: 07/31/2017. UDI #: (B)(4). Device available for eval: yes, 03/29/2017. No, device evaluation anticipated, but not yet begun. Mfg date: 07/07/2016. (B)(4). Bat220647 - battery / catalog number 1650de / expiration date: 07/31/2017. UDI #:unk.. (B)(4). Bat220939- battery / catalog number 1650de / expiration date: 07/31/2017. UDI #: (B)(4). Device available for eval: yes, 03/29/2017. No, device evaluation anticipated, but not yet begun. Mfg date: 07/12/2016. (B)(4). Bat221095- battery / catalog number 1650de / expiration date: 07/31/2017. UDI #: (B)(4). Device available for eval: yes, 03/29/2017. No, device evaluation anticipated, but not yet begun. Mfg date: 07/14/2016. (B)(4). Bat220996- battery / catalog number 1650de / expiration date: 07/31/2017. UDI #:(B)(4). Device available foe eval: yes, 03/29/2017. No, device evaluation anticipated, but not yet begun. Mfg date: 07/13/2016. (B)(4). Bat220741- battery / catalog number 1650de / expiration date: 07/31/2017. UDI #: (B)(4). Device available for eval: yes, 03/29/2017. No, device evaluation anticipated, but not yet begun. Mfg date: 07/08/2016. (B)(4). Bat221479- battery / catalog number 1650de / expiration date: 07/31/2017. UDI #: (B)(4). Device available for eval: yes, 03/29/2017. No, device evaluation anticipated, but not yet begun. Mfg date: 07/26/2016. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power switching was detected with all batteries. The devices were exchanged with no reported consequence or impact to the patient. Controller log files were sent. No further information was provided.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4) - battery / catalog number 1650de / expiration date: 07/31/2017. Di#:(B)(4). Device available for eval: yes, 6/26/2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Device mfg date: 7/31/2016. Labeling for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 07/31/2017. Di#:(B)(4). Device available for eval: yes, 8/31/2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Device mfg date: 8/31/2016. Labeling for single use: no. (B)(4).

Manufacturer narrative:
Additional information received indicates that battery (B)(4) was not associated with this event. Per the site, battery (B)(4) remains in use by the patient. The battery will be removed from this event. The total number of devices being reported for this event is ten (10). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.